Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator batteries were replaced and a filament calibration was performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was displaying intermittent filament regulator failure and kv on in error messages. No pt injury was reported.